Event description:
It was reported that the t: slim x2 pump battery would not charge, and there was a power source alert, specifically alert 07, during the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by switching the charging supplies, and tandem technical support arranged to send a replacement wall adapter through two-day shipping. The pump began charging, and no further assistance was required.